Event description:
Reported alleged discrepant blood glucose values of 566 mg/dl back to back with a result of 106 mg/dl when testing was performed one test immediately after the other on the compact system. Customer stated the comparison readings were obtained from the systems memory. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.